Manufacturer narrative:
(B)(4). D10: unknown proximal femur prosthetic unknown. Unknown head unknown. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right hemiarthroplasty was performed due to right femoral chondrosarcoma. The unknown implants were placed with no complications noted. The patient reports having pain and the feeling of the muscle catching on the prosthesis in the area. No revision or additional medical intervention has been reported. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the femoral replacement right hip arthroplasty. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had an initial right hemiarthroplasty with radical resection of right femur chondrosarcoma and prophylactic internal fixation of right femur. Subsequently, the patient reports having been having insistent pain while laying on her side as well as the feeling of muscle catching on the prosthesis in the area. No further details or outcomes have been provided.